Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP device. The patient reported eye irritation, shortness of breath and headache. There was no report of serious patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.